Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use, there was a loss of infusion from the syringe cannula junction. This resulted in less efficacy of therapy. To compensate for the loss of insulin infusion, an extra dose of insulin was given. Further information received indicated that an investigation at the site found that this event was due to use error. The subject did not connect the tubing tightly to the reservoir syringe. There was no hyperglycemia recorded. No additional information was available.